Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Code 1003 was confirmed to have been recorded. External visual inspection of the device noted no anomalies. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery voltage was lower than expected, but still supported full device function. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a low-voltage capacitor connected to the device¿s battery. This capacitor is used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than normal.

Manufacturer narrative:
(B)(4). The device has been returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient also reported hearing beep tones from their device. Device data reviewed showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned for analysis.